Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v337831, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v337831, implanted: (B)(6) 2010, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient just received a new programmer. The patient stated that ¿last night/morning at 12:30 am¿ he checked his implantable neurostimulator (ins) because he was moving really slow and the programmer had gone back to default by itself. It was seen that the patient called on (B)(6) 2014 because his programmer was not working and he was sent out a brand new one. The patient clarified that he meant it went to the original settings he had when he first was implanted. The patient stated the setting should be ¿at 3.60 and 3.60.¿ the patient noted that he had everything working fine before the new programmer. The patient was assisted in using the programmer and stated it had a little black square. The patient mentioned that ¿at midnight last night¿ it showed 1.90 and 2.70. The patient was asked if he needed it set at 3.60 and replied ¿no, now that he thought about it maybe not that high.¿ the patient¿s ins was set at 2.70 and he intended to increase a little and see if it seemed better. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300756623 7-2014-01797 as the patient claimed to have two ins¿s, even though only one was registered to him, and the other failed and would not communicate.

Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient's note was illegible.